Event description:
The user facility reported that the distal tip of the destination guiding sheath was noted to have become damaged after removal following an interventional procedure. Additional information provided by the user facility included the following: the procedure was intended to treat a cto in the right common iliac; initial attempt using a contra-lateral antegrade approach over the iliac arch was not successful; therefore, the physician decided to attempt access using a trans-brachial approach; there was no calcification or scar tissue reported in the brachial artery; the physician started with a 4fr introducer sheath and standard angiography guidewire, then exchanged the 4fr introducer sheath for a 6fr destination guiding sheath; the physician reportedly felt resistance while advancing the destination guiding sheath; after withdrawal, the distal tip of the guiding sheath was noted to have become damaged; it was reported that the brachial artery was injured and resulted approximately 50-ml of bleeding; the bleeding was successfully stopped by holding manual compression for approximately 50 minutes; and (10) the patient was successfully treated, and then, discharged from the hospital.

Manufacturer narrative:
(B)(4) - although there was reportedly no impact to the patient, the event description indicates that some minor blood loss did occur results - based on returned sample evaluation; based upon evaluation of reserve samples and quality records conclusions - based on the returned sample evaluation; based upon evaluation of reserve samples and quality records the involved device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the distal tip of the sheath had been deformed. The returned sample was subjected to routine product testing, which confirmed dimensional and performance specifications were met. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the device history record confirmed that there were no production related problems for this lot number. While the cause of the observed damage cannot be definitively confirmed, the event description and appearance of the return sample are consistent with repeated attempts to advance the sheath against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).